Event description:
Event description guidant received information that this implantable transvenous defibrillation lead, implanted one day, exhibited loss of capture. The lead was explanted because the physician wanted to put a screw lead in the septum. ,